Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately nine months ago. Aneurysm and vessel morphology were not reported. It was reported that a clot in one of the limbs was discovered during a film review approximately three weeks ago. The clot was located in the contralateral limb and it occluded approximately 40% of the region. The clot was not flow limiting but was noteworthy. The cause of the clot is unknown. The patient is fine and no intervention is currently planned. The patient will be monitored normally by the physician. No additional clinical sequelae were reported. Review of returned films post-implant show that the ipsilateral limb is on the right side. An area of the contralateral (left) limb is partially occluded beginning just distal to the bifurcate; extending approximately 2cm in length. The stent graft lumen diameter at the gate is approximately 10mm, and opens to 16mm distal to the occlusion. No obvious occlusion was seen in the bifurcate. The cause of the occlusion cannot be determined.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (occlusion), lack of information (unknown cause of occlusion). Evaluation conclusion: lack of information (unknown cause of occlusion).